Event description:
It was reported that when the xience v stent was implanted at the lesion, the stent had been implanted a little off (misaligned) from the positioned part. It is unclear at this time if the device was deployed in the intentional position or if it was partially deployed in an unintended site. Therefore, this will be conservatively filed as being deployed at an unintended site. Though requested, no add'l event or pt info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.

Event description:
Subsequent to filing the medwatch, new information was received providing the part and lot number of the device. In addition, it was reported that the deployed stent covered the lesion, but was also partially in health tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). Possible causes for a deployed stent being misaligned with the target lesion may include, but are not limited to, manufacturing, materials, balloon marker or stent placement, stent movement before or during deployment, device size selection, deployment technique or patient anatomical characteristics. During manufacturing, all stent delivery systems are 100% visually inspected for damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper stent placement, proper stent expansion, and stent dislodgement force. A review of the finished product lot history record revealed no nonconforming material records for this lot that could have contributed to this report. In this case, although a conclusive cause cannot be determined for the reported complaint, there does not appear to any indication of a lot-specific product quality deficiency.